Event description:
It was reported that during an anterior tibial angioplasty procedure a balloon rupture occurred. The 70% stenosed lesion was mild to moderately tortuous and was located in the left proximal anterior tibial artery. Vascular access was obtained through the right femoral artery. Upon inflation of the sterling es otw 2mm x 40mm, a balloon rupture occurred. The atms and duration of the inflation are unknown. The balloon was removed intact and the procedure was completed with a 2.00 x 40 apex balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'ok'

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)